Event description:
It was reported that the patient presented in clinic after receiving a notifier for inappropriate episodes of non-sustained lead noise due to sensing latency on the far-field channel. Programming changes were recommended but not made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.